Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2ggnd); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having trouble with the device. Patient stated they think they lost a whole bunch of weight and thought the wire has moved or something. Patient mentioned they are afraid to do anything like that and they can't turn it off. Patient confirmed their implant was on to their knowledge. Patient also mentioned they have lost a lot of weight which was planned and they lost maybe close to 30 pounds and then all of a sudden they started having bowel issues like sneezing and coughing just enough to ruin their day. Caller stated that the hcp did a x-ray on the device about a year ago and told the patient that nothing had moved. Patient reported they never knew when it was going to happen so they end up being confined all the time anyway. If they drink a glass of water it goes right through them so they were constantly changing pads and it's hard to get in to the doctor's office because it's 2-3 months out and that just doesn't work for them. Patient has not had any falls or trauma to the area. Patient will charge external equipment and will call back for assistance with connecting to implant and making adjustments. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2026 agent walked the caller through the steps of connecting to the ins and adjusting the stimulation. Caller confirmed that they were able to adjust the stimulation to a comfortable level. Caller will track and monitor symptoms and make adjustments as needed. Caller repeated same information in regards to constantly leaking and still having bowel issues.